Event description:
New information received notes that during a remote monitoring follow-up, the implantable cardiac monitor (icm) was noted to exhibit noise oversensing recurrence resulting in false atrial fibrillation (af) episodes. No programming changes or interventions were done; the icm will continue to be monitored. The patient was in stable condition.

Event description:
New information received notes that the implantable cardiac monitor (icm) was oversensing noise.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the implantable cardiac monitor (icm) exhibited oversensing resulting in false positive atrial fibrillation (af) episode. Programming changes were suggested but no changes or interventions were done; the icm will continue to be monitored. The patient was in stable condition.